Event description:
It was reported that the user experienced difficulty deploying a teflon infusion set during a guided site change, where one set could not be opened and a second set only partially deployed when the side circles were squeezed, after which a subsequent set was successfully applied and insulin delivery was resumed; blood glucose reached 234 mg/dl for about one hour, with hyperglycemia attributed to an under-bolused meal rather than the device issue, and no alerts or alarms occurred. Symptoms included transient hyperglycemia without hypoglycemia, ketosis, or acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed user difficulty with infusion set deployment and connector application, with no device alarms and successful resolution upon replacement, consistent with infusion set deployment error. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set deployment and connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.